Manufacturer narrative:
All available information was investigated, and the reported issues were not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on available information, the reported unintended movement and product quality problem appear to be related to procedural conditions (issue with sgc used during procedure). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, patient presented with grade 4+ mixed mitral regurgitation (mr) and a prolapsed anterior mitral leaflet for a mitraclip procedure. Three mitraclips were implanted and the mr was reduced. On (B)(6) 2024, a post-operative transesophageal echocardiogram (tee) displayed a single leaflet device attachment (slda) of one of the clips (xtr: 40123r1077). The patient¿s valve tissue was severely damaged and determined to be inoperable for a second clip intervention. The mr had worsened to grade 4+. Per the physician, the mitraclip steerable guide catheter (sgc) and all clip delivery systems (cds) had an issue with the axial torque of the shaft. The sgc +/- knob did not appear normal in the neutral state and resulted in abnormal axial torque of the device. The orientation of the m/l knobs in the neutral state did not match that of a normal device. This led to a high overall axial torque and accuracy deviation upon bending the cds. Due to the abnormal neutral orientation, the operator could not precisely control the m/l and +/- knob during rotation of the knob. The implanter was unable to accurately locate the neutral position for the m/l and +/- knobs. The sgc and cds¿ did not move as intended. The two other cds devices did not result in an slda. Per the physician high torque and subsequent release of the clip resulted in the patient's valve being scratched, and the post-procedure slda. Surgery is being considered, but has not been performed.